Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR report #: 2134265-2009-03884. It was reported that during a percutaneous coronary intervention, a vessel perforation occurred. The physician was stenting a 20 year old vein graft. The filterwire ez was advanced and there was difficulty removing the delivery sheath to deploy the filter. The torquer was tightened and the delivery sheath was removed successfully. A 5.0x32mm liberte stent was deployed at 12atm. Following deployment, a perforation of the graft was noted on fluoroscopy. No serious leakage was noted and the perforation self-corrected within 10 minutes. No further pt complications were reported and the pt was reportedly okay post procedure.